Event description:
It was reported that the insulin pump was exposed to water. The caller did not know the blood glucose reading, but it was reported that the customer had blood glucose levels that were normal and did not require medical treatment. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.